Manufacturer narrative:
This report is for an unknown impactor/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty attaching the blade on the impactor, but managed to connect them during a femoral trochanteric fracture case. The blade was inserted into the bone head with hammer blows and reached the desired depth. The surgeon tried to lock the blade, but the impactor was rotating idly and could not lock the blade. The blade was removed and replaced with a different sized blade. New blade and the impactor were attached without problem. The surgeon succeeded in inserting and locking the new blade, and completed the operation with a ten minute delay in the procedure. There was no reported patient harm. This report is for an unknown impactor. This is report 3 of 3 for (B)(4).